Event description:
Reportedly, this case occurred on teo sr during his bundle ablation in the frisius mc. The first (this report) performed by dr (B)(6). During his abalation the pacing stopped and did not return for some time. The patient showed asystole. This was experiended three times.

Manufacturer narrative:
The data provided confirmed the reported event: pacing stopped on (B)(6) 2025 at 14h14 and 14h15 because of ablation shots during ablation procedure. The data provided from 4 november 2025 showed that there is 2% of ventricular pacing since 14 october 2025 and all electrical values are normal. Two ventricular bursts have been recorded during the ablation procedure on (B)(6) 2025 at 14h14 and at 14h15. The ablation shots triggered oversensing and inhibition of ventricular pacing. The refractory period post ventricular sensing is 125 ms made the device unable to sense, therefore, it is not possible to check if spontaneous r-waves occurred during these periods. Ablation shots were recorded: - from 14h14 and 47 seconds to 14h15 and 5 seconds - from 14h15 and 28 seconds to at least 14h15 and 32 seconds as per specifications, the teo pacemaker model will switch to voo when the oversensing signal is detected regularly within the retriggerable absolute refractory period: the device enters in the noise behaviour and paces in voo at the basic rate. The oversensing must be detected at more than 20 hz. As per specifications, if the ablation shots have too low amplitude and are not sensed during the retriggerable absolute refractory period, the device goes out the noise behaviour and does not pace in voo at basic rate. In this case, the device sees the ablation shots, but not fast enough to be in the retriggerable absolute refractory period. The ablation shots generate electromagnetic interferences detections (emi) that inhibit pacing. The manual programming of voo mode or the use of a magnet is recommended during ablation procedure. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Manufacturer narrative:
UDI added in this follow-up MDR. The data provided confirmed the reported event: pacing stopped on (B)(6) at 14h14 and 14h15 because of ablation shots during ablation procedure. The data provided from (B)(6) 2025 showed that there is 2% of ventricular pacing since (B)(6) 2025 and all electrical values are normal. Two ventricular bursts have been recorded during the ablation procedure on (B)(6) 2025 at 14h14 and at 14h15. The ablation shots triggered oversensing and inhibition of ventricular pacing. The refractory period post ventricular sensing is 125 ms made the device unable to sense, therefore, it is not possible to check if spontaneous r-waves occurred during these periods. Ablation shots were recorded: - from 14h14 and 47 seconds to 14h15 and 5 seconds - from 14h15 and 28 seconds to at least 14h15 and 32 seconds as per specifications, the teo pacemaker model will switch to voo when the oversensing signal is detected regularly within the retriggerable absolute refractory period: the device enters in the noise behaviour and paces in voo at the basic rate. The oversensing must be detected at more than 20 hz. As per specifications, if the ablation shots have too low amplitude and are not sensed during the retriggerable absolute refractory period, the device goes out the noise behaviour and does not pace in voo at basic rate. In this case, the device sees the ablation shots, but not fast enough to be in the retriggerable absolute refractory period. The ablation shots generate electromagnetic interferences detections (emi) that inhibit pacing. The manual programming of voo mode or the use of a magnet is recommended during ablation procedure. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, this case occurred on teo sr during his bundle ablation in the frisius mc. The first (this report) performed by dr. (B)(6) cardiologist ep. During his abalation the pacing stopped and did not return for some time. The patient showed asystole. This was experiended three times.